Event description:
The filter was placed in shortly later, they thought the patient had a retro peritoneal bleed. An exploratory surgery was performed and it was determined that 1 secondary strut and 1 main strut perforated the vena cava wall. They proceeded to clip the struts that were outside of the wall. The filter was also noted to have migrated down the vena cava, the facility not sure at what point the filter migrated. The facility is not saying the patient's death is a direct correlation with the filter. Autopsy was performed - no additional info provided to rep. Patient died 2-3 weeks after the filter was placed.

Manufacturer narrative:
Date of death unknown. Patient died 2-3 weeks after procedure. Expiration date is unk as lot number is unk. Age of device is unk as lot number is unk. (B)(4). No device or images have been available to assist the investigation. This evaluation was based solely on the description since there are no answers to the additional questions asked already. Evaluation was performed on a meeting (B)(6) 2011 with participation of the medical adviser and the director of research. Based on the limited information a primary and a secondary filter leg did perforate ivc and the filter did migrate caudally. However, a lot of information is missing: "the filter was placed and shortly later, they thought she had a retro peritoneal bleed". However, it is possible that the retroperitoneal bleeding caused the explorative surgery. Also it is known that surgery and manipulation in the area can cause the filter perforation of ivc. With reference to the IFU, filter retrieval can be performed interventionally by using the gunther tulip retrieval set. No lot number is available so it was not possible to inspect any manufacturing documentation for the device in question. The exact root cause for this event is unknown based on the limited information, but it is stated that the patient's death was due to a bleeding and was not related to the filter implant. Nothing further is initiated since the description and the images do not indicate presence of device failure and the issue is known from the literature.